Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted due to bladder suspension and sui. It was reported that the patient experienced pelvic pain, bleeding and dyspareunia, tumor-like mass/complex urethral lesion which caused urethral narrowing, stenosis and stricture. It was reported that the patient underwent mesh excision surgery and urethral/bladder neck mass, urethral reconstruction, and autologous fascial sling on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.